Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s anti-hcv reagent lot 26209be00 identified normal complaint activity. No customer returns were available for evaluation. Inhouse testing determined that the specificity performance is not negatively impacted. A technical evaluation of differences between the alinity s anti-hcv and abbott prism hcv was performed. While both assays utilize chemiluminescence, the assays differ in their principle and composition. Due to differences in platform, methodology and assay design, different results between the assays and platforms cannot be excluded. The device met performance specifications at the customer site as based on the total number of samples tested with lot 26209be00 and the number of reactive samples at the customer site, the specificity (assuming a zero prevalence of hcv infection for the tested samples) is calculated to be 99.93%, which is within the product requirement for specificity of the alinity s anti-hcv assay. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified with alinity s anti-hcv reagent lot 26209be00.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids:(B)(6).

Event description:
The customer reported (B)(6) alinity s anti-hcv results on two donors. Results provided: (B)(6) 2021 sid(B)(6), nat = (B)(6). (B)(6) 2021, sid (B)(6) = (B)(6). Nat = (B)(6). No impact to donor management was reported.